Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that the part was tested for function as received and the unit did not function properly and does not meet specification. A detailed analysis is unable to determine root cause. All records were reviewed and indicate the unit was processed correctly through all manufacturing operations. There is no history returned with the device to indicate usage, times autoclaved or cleaning cycles. Job file # (B)(4) was reviewed and met dimensional specifications. All units associated with lot 6826787 were manufactured and processed per specification requirements. The part returned meets all manufacturing specifications at the time of shipment and the complaint condition is not related to the manufacturing process. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the recording unit of the t-handle has come loose below the ratchet mechanism. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Avalign technologies ¿ nemcomed manufactured the ratchet t-handle, p/n 03.632.090, lot # 6826787. A review of synthes device history record revealed the 99-part lot was manufactured to the correct material requirements, met the hardness and required specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet # ns035633, revision b. The supplier¿s certificate of compliance, dated december 28, 2011, indicates the parts were manufactured to p/n 03.632.090, revision a. The device was returned and the investigation is ongoing. Placeholder.